Event description:
It was reported that the bladder of a small volume infusor was leaking into the housing. This was noted after filling. The reporter stated that the amount of leakage was about the size of a ¿water drop.¿ there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from june 20, 2014 ¿ june 21, 2014. Evaluation summary: the device was received for evaluation with approximately 120 ml of fluid within its reservoir. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was filled with water and observed for leaks with no defects noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was received for analysis and an evaluation has begun but has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.